Event description:
Although an infusion pump appeared to be programmed correctly for rate and dose, the patient received too much tylenol. Apparently, it switched back over to the primary line after the correct dose of tylenol was infused from the secondary, which is what should happen. More tylenol must have been pulled into the primary bag, a known issue with this kind of pump.